Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient verified they did not have other devices paired to smart device. Patient was advised to disable bluetooth, close all running applications, reset smart device, re-enable bluetooth and re-launch the g5 mobile application, which was unsuccessful. Patient was next advised to try another sensor which was unsuccessful. Patient was next advised to try another sensor and second transmitter, which was successful. No additional patient or event information is available.